Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to a difference of recognition on device handling and reprocessing steps between the user and recommendation by olympus. The events can be detected/prevented in accordance with the following instructions for use: bf-mp190f reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the bronchofibervideoscope was punctured, the customer used the wrong brush for cleaning. The issue occurred during reprocessing. There were no reports of patient harm.